Event description:
A review of the medical records revealed that the pt experienced reoccurring unresolved peritonitis due to poor aseptic technique. (B)(6) 2013: coagulase negative staphylococcus peritonitis. (B)(6) 2013: (B)(6) infections of pd catheter exit site. (B)(6) 2013: staphylococcus haemolyticus peritonitis. (B)(6) 2013: clostridium - difficile colitis exacerbation. (B)(6) 2013: staphylococcus epidermis peritonitis. (B)(6) 2013: (B)(6) infection of pd catheter exit site. (B)(6) 2013: coagulase negative staphylococcus peritonitis.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. A supplemental report will be submitted upon final review of medical records by the post market clinical physician and completion of the plant's investigation.